Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother stated that the patient¿s glucose level were high, and she monitored the bg. The cgm was reading 16.9 mmol/l and the bg was 24.8 mmol/l. The patient had symptoms including vomiting. She lost consciousness, fell on her face, cut her lip, and had a headache. The parents took her to the hospital. When arrived at the hospital she was treated with insulin and the glucose stabilized a bit better. At the time of the report her glucose was stable, but she still had a headache and nausea. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient's mother stated that the patient¿s glucose level was very high, and she monitored the bg. The cgm was reading 16.9 mmol/l and the bg was 24.8 mmol/l. The patient had symptoms including vomiting. She lost consciousness, fell on her face, cut her lip, and had a headache. Based on the bg level the parents treated her with an unknown dose of insulin at home and took her to the hospital. When she arrived at the hospital she was not treated with anything because the glucose had stabilized. She was discharged the same day. At the time of report, the patient was stable but with slight nausea, tiredness and headache. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.